Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the up, down, and ok buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 01/31/2014. Device evaluation: the pump was returned and evaluated on 01/17/2014 with the following results: there was no visible damage to the keypad. The ok button had an intermittent response while the up, down, & contrast buttons responded properly. Contamination was found under all of the button contacts. Unrelated to the keypad issue, the pump booted to the verify screen with a dim pink contrast. Additionally, there was a crack along the battery compartment threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).